Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test, due to loose and protruded drive support disk. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out during the priming process. The customer's blood glucose was unknown. The drive support cap was normal. The device had not been dropped or bumped and had no water contact. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).